Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 45 mg/dl and experienced loss of consciousness. Customer consumed carbohydrates to address bg and required assistance from emergency medical technician. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.